Event description:
It was reported that when the device was used during a laparoscopic appendectomy, the firing sequence was not smooth and it made a loud screeching sound. Blade did not advance, but staples made out of reload that were unformed. It was not reported how the case was completed. There was no reported patient consequence.